Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that his meter kept failing inaccurate control high. He had performed two control solution tests, which both failed with results of 190 mg/dl and 173 mg/dl (range is 101-137). It was verified during troubleshooting that the meter was set in the correct unit of measurement and was also coded correctly. He was using the right control solution and it was in good condition. The test strips were also in good condition and within the expiration date. He was walked through a control solution test, which failed outside the range. He was then walked through a retest, which also failed. He had contacted a medical professional for advice, but did not receive any treatment. Therefore, there was no adverse event reported due to this issue. There is no further clinical information provided. This case is reported as a product malfunction since the control solution tests failed.